Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 96281, receiver module model 90478 and central monitor model 91387-38 generated an alarm for a 24 beat run of ventricular tachycardia (vtach) that appeared in the alarm history bar but did not display as an alarm in the parameter zone on (B)(6) 2015 at 9:45 p.m. No one was injured as the result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the central monitor and receiver module performed to specifications (including responses for alarm notification). The transmitter failed a lead fault test which is unrelated to the reported event. Testing was witnessed by a facility staff member. The facility provided the patient retrospective database for review. The presence of the alarm record in the database was confirmed by a spacelabs lead software engineer. On this basis, we determined that the alarm condition was appropriately identified by the monitoring system. We know of no reason that visual alarm indications would not have also been present at the time of the complaint episode as these indicators operated according to specifications when tested by a spacelabs¿ field service engineer. This report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 96281, receiver module model 90478 and central monitor model 91387-38 failed to generate visual alarm indications for a 24-beat run of ventricular tachycardia (vtach) on (B)(6) 2015 at 9:45 p.m. However, the clinical staff indicated there was an alarm record in the patient's database record and a visual indication in the monitor's alarm history bar. No one was injured as the result of this event.

Manufacturer narrative:
Spacelabs has opened an investigation into this matter and will file a supplemental report when the investigation is complete.